Manufacturer narrative:
The referenced (B)(6) 2015 stroke was previously reported under medwatch MFR report #2916596-2015-01630. (B)(4). Approximate age of device - 4 months. The pump was not available for evaluation. A correlation between the device and the reported event could not be determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient suffered cardiac arrest and collapsed while walking at a store. The family initiated CPR and the patient was life flight to the hospital where the patient was found to be in poor condition. Reports the following morning revealed that the patient had experienced a severe anoxic brain injury. There were no reports of any device alarms prior to the event. Interrogation of the patient¿s implantable cardioverter-defibrillator (ICD) found no arrhythmias. There were no reported pump malfunctions. An electroencephalogram (eeg) showed no activity. On (B)(6) 2015, the patient expired after the patient¿s family decided to withdraw support.

Manufacturer narrative:
The explanted device was returned for evaluation. Although thrombus was confirmed during the evaluation, a direct correlation to the reported event could not be conclusively determined. Examination of the pump blood-contacting surfaces found a red, tissue-like thrombus in the outlet stator. The tissue did not show laminated layering, indicating that the thrombus did not form in the outlet stator. The distal end of the pump rotor and the outlet bearing cup showed contact marks, which indicated that the thrombus was present in the outlet stator while the pump was operating. The evaluation could not determine the origins of the thrombus or conclusively correlate the thrombus to the reported stroke. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
It was initially reported that the device was not returning for evaluation. The device was subsequently received. A supplemental report will be submitted when the manufacturer's investigation is completed.